Event description:
The customer from (B)(6) reported that the readings received on her contour next link meter and that displayed on her insulin pump were different. The customer provided two examples. In the first instance, the reading on the meter was 15.4 mmol/l and that displayed on the insulin pump was 11.4 mmol/l. In the second instance, the reading on the meter was 4.4 mmol/l. For the second instance, the customer did not provide the reading displayed on insulin pump, however, indicated that it was different than that displayed on the meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
Product code has been corrected.